Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back. Patient described weeping sores and raw skin. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to remove the lifevest. Follow up indicated that the skin irritation was improving.